Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer was hospitalized on an unknown date due to low blood glucose level with an unknown blood glucose level. The customer treated themselves with food. The customer's wife also reported that the insulin pump had physical damage and cracks. They declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
The customer's wife reported via phone call that the customer was hospitalized on (B)(6) 2020 due to low blood glucose level with blood glucose level of 30 mg/dl. The customer treated themselves with food. The customer's wife also reported that the insulin pump had physical damage and cracks. They declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case and pillowing keypad overlay. (B)(4).